Event description:
The pt contacted lifescan in 05 alleging that her one touch ultra meter was set to the incorrect unit of measurement (uom). The meter was set to "mmol", instead of "mg/dl". The pt reported visiting her physician's office due to what seemed to be low blood glucose results. Prior to the visitation, the pt took her diabetes oral medication. The physician did not administer treatment. An aba1c test was conducted. No result was provided. The customer service agent walked the pt through resetting the unit of measurement. The csa discovered through troubleshooting that the meter was originally set to the correct unit of measurement and she had not recently changed the uom in the meter settings. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings. The meter, test strips, and control solution were replaced.